Event description:
During surgery of fusing the tibiotalar joint the surgeon encountered sclerotic bone in the talus, the creed screws did not cross fusion site. The surgeon had to use 2 drills to get across the bone which indicates hard bone. Two screws were used, and neither could get past the sclerotic bone. The first screw could not be removed during explantation. The second screw broke upon removal. The hospital threw out this screw and is not retrievable. Since the broken screw was not returned, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
A review of the device history record for the reported lot did not indicate any abnormalities. Since the device was not returned for evaluation no further investigation could be carried out. If any further information is provided, the complaint report will be updated. This report submission has been delayed due to difficulties with setting up the esg account. Correspondence with esg helpdesk has been maintained as evidence in company internal records.